Event description:
Indusaport implanted (B) (6) never accessed. On (B) (6), patient had inserted indusaport and removed at another hospital. Culture of blood drawn from indusaport x2, positive for pantoea agglomerans. Patient had fever and pain at insertion site. Indusaport inserted at our facility on (B) (6) 2010. On (B) (6) 2010 received notification from infusion preventionist at another hospital informing me, patient had presented at his hospital with an indusaport infection. Informed me of culture reports of treatment done for patient. Indusaport had not been accessed after insertion and/or prior to preventing to hospital with infection.

Event description:
Caller states patient tested 1.0 inr on coaguchek s system 1 and 1.7 inr on coaguchek s system 2. Patient's coumadin dose was increased one day only due to meter results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 906a-d13, expiration date 05/31/2011). Reference medwatch report with patient identifier (B) (6) for the suspect device used in system 1.